Event description:
On (B)(6) 2006, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during in a trans urethral microwave dilatation (tumd) procedure on (B)(6) 2006. According to the complainant, no reported pt complications occurred during the procedure. The pt went home and passed away in his sleep, on the same day of the prolieve procedure. No further info was provided.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the lot number of the suspected device; therefore, the device manufacture date and expiration date is unk. The complainant reported that the device has been disposed of and will not be returned. A device analysis cannot be performed. The cause of the reported event is undetermined. (B)(4).